Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the red indicator at the front of the instrument was broken. There were no reports of death or serious injury, and the surgeon was able to complete the procedure using an alternative device. The instrument did not come into contact with the patient during this incident and had been used more than 50 times prior to being identified as defective. Attempts have been made and no further information has been provided.